Event description:
Information received indicated the casters would swivel in brake mode.

Manufacturer narrative:
Several attempts have been made to resolve this issue. The customer has not responded; therefore, no other information is available.